Event description:
Product received as an unexpected return with a report of the "tubing broke". Although requested, there was no other event details or patient impact provided by the customer. (A note received with the product stated; "tubing broke - date on tag (B)(6) 2019 (B)(4) date on sers note (B)(6) 2019").

Manufacturer narrative:
The customer¿s report that the tubing broke was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed during visual inspection. Functional and pressure testing was performed. The set primed completely with no separation, leaking, or other issues observed. All the set¿s component attachment connections were manipulated with no separation observed. No damage was observed on the set¿s components, tubing, or connections. The root cause of the reported broken tubing was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Product received as an unexpected return with a report of the "tubing broke." Although requested there was no other event details or patient impact provided by the customer. A note received with product that stated " tubing broke - date on tag (B)(6) 2019 sers (B)(4) - date on sers note (B)(6)."